Manufacturer narrative:
This case was initially received via regulatory authority (ansm - heath authorities in france, reference number: (B)(4)) on 25-feb-2019. The most recent information was received on 23-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("permanent pain on pelvis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), eczema ("eruption of eczema type all over the body/ constant eczema on different part of body"), functional gastrointestinal disorder ("functional colon disease (intolerance to dairy produce)"), pain ("the pain was to disabling and irradiated in legs") and fatigue ("exhaustion"). At the time of the report, the pelvic pain, eczema, functional gastrointestinal disorder, pain and fatigue outcome was unknown. The reporter provided no causality assessment for eczema, fatigue, functional gastrointestinal disorder, pain and pelvic pain with essure. The reporter commented: the gynecologist who did the insertion of essure did not related the events to essure. All the life of the patient was impacted and she was to do all that she could to remove it. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-apr-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6) - heath authorities in (B)(6), reference number: (B)(4)) on 25-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("permanent pain on pelvis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), eczema ("eruption of eczema type all over the body/ constant eczema on different part of body"), functional gastrointestinal disorder ("functional colon disease (intolerance to dairy produce)"), pain ("the pain was to disabling and irradiated in legs") and fatigue ("exhaustion"). At the time of the report, the pelvic pain, eczema, functional gastrointestinal disorder, pain and fatigue outcome was unknown. The reporter provided no causality assessment for eczema, fatigue, functional gastrointestinal disorder, pain and pelvic pain with essure. The reporter commented: the gynecologist who did the insertion of essure did not related the events to essure. All the life of the patient was impacted and she was to do all that she could to remove it. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.